Event description:
There were problems deflating the 2.0 x 10mm fire star balloon. The balloon was inflated (1st time - pressure unk) in the pt's (protected) left main and "was very, very slow to go down" when the physician pulled negative on the indeflator. The pt did experience some chest pain, so the physican slowly pulled the inflated balloon back until he got it into the guide catheter and was able to remove the system. He does not recall any difficulty removing the balloon cover, nor can he confirm that the inflation medium was a 50/50 mix of contrast and saline.

Manufacturer narrative:
During a coronary intervention, a firestar ptca balloon catheter would not deflate. No pt injury occurred. As reported, the balloon was inflated (1st time - pressure unk) in the pt's (protected) left main and "was very, very slow to go down" when he pulled negative on the indeflator. The pt did experience some chest pain so the physician slowly pulled the inflated balloon back until he got it into the guide catheter and was able to remove the system. The physician did not note any anomalies prior to using the product, nor could he confirm that the inflation medium was the recommended 50/50 mix of contrast and saline. The product was not returned for eval. A review of the mfg records could not be done without a lot number. With such limited info, it is not possible to confirm the complaint or determine what factors may have contributed to the event.